Event description:
Additional information from the consumer reported, it was not infected at the incision site.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tbpa, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having had an infection in the incision where the device was implanted. The area was red and "looked like the beginning of an infection." However, the follow up with their healthcare provider (hcp) the following week determined that it "looked fine." The hcp confirmed the incision infection the prior week and gave her antibiotics. The infection had resolved. Cause, diagnostics, potential product issues, and patient outcome remain unknown. Patient history included two autoimmune disease and low immune level. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.